Event description:
It was reported that the iab was inserted without difficulty. At the onset of pumping, helium alarms were experienced. Due to this, the iab was removed and replaced. There were no pt complications.

Event description:
It was reported that the iab was inserted without difficulty. At the onset of pumping, helium alarms were experienced. Due to this, the iab was removed and replaced. There were no patient complications.